Event description:
It was reported patient underwent right total shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed (B)(6) 2013 due to stem sitting proud and improper placement of remaining implants. Additional information received in operative notes indicate subluxation and dislocation of right glenohumeral joint and an anteverted glenoid component. Operative notes confirm the stem, head and glenoid were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are various warnings and precautions in the package insert including: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." And - the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00401 / 00403).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are various warnings and precautions in the package insert including: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." And - the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. " this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-00401-1 / 00403-1 & 00404).

Event description:
It was reported patient underwent right total shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed (B)(6) 2013 due to stem sitting proud and poor position of glenoid components.